Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis reported having developed a severe case of peritonitis. Follow-up with the primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, durations not provided); however, on (B)(6) 2023 the preliminary 72-hour peritoneal effluent culture result returned positive for staphylococcus epidermidis. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without reported issue, and her antibiotic regimen/route (intravenous) was adjusted based on the cultured organism (drugs, dosages, frequency, durations not provided). The patient will likely return to pd therapy once the infection has cleared. The pdrn stated the cause of the peritonitis is currently unknown, however it was unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient remains hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn stated the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis reported having developed a severe case of peritonitis. Follow-up with the primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, durations not provided); however, on (B)(6) 2023 the preliminary 72-hour peritoneal effluent culture result returned positive for staphylococcus epidermidis. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without reported issue, and her antibiotic regimen/route (intravenous) was adjusted based on the cultured organism (drugs, dosages, frequency, durations not provided). The patient will likely return to pd therapy once the infection has cleared. The pdrn stated the cause of the peritonitis is currently unknown, however it was unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient remains hospitalized and is recovering from the serious adverse events.